Event description:
2004-the determined correct size (length) for the dental implant driver could not be set, therefore the longer sized implant driver was used instead. The pt was asked to open their mouth as much as possible to use the longer size and subsequently their jaw became dislocated. 11/2004- the doctor's office was contacted. The pt's jaw was easily relocated into position and has fully recovered.